Manufacturer narrative:
A new solenoid and bushing were installed on the epiq 5 ultrasound system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/2021. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported that the display articulating arm is not locking at base of an epiq 5 ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.